Event description:
It was reported that in 2008, the patient collided severly with another child whilst in school. From then on, the patient has no longer been able to hear with his device. Shortly afterwards, the patient's implant was checked and showed that the skin over the implant site is reddened and swollen. The implanted side feels soft on certain areas. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.